Manufacturer narrative:
A complaint history check was performed and this complaint was the (B)(4) related complaint received for the lot number provided. A device history review was performed and no issues were found. Both customer samples and retains were inspected and tested for functionality. Two (2) of the samples the customer returned exhibited the reported condition. Eval summary, testing of customer samples: the customer returned one hundred and ten (110) devics from lot number 0334101. Each of the 110 devices were examined and tested for loose cannula. None of these devices (0 out of 110), failed. There are no loose cannula or cannula pull out/fall out observed for any of the 110 devices. There was one (1) used sample returned separately from the other devices which was identified as belonging to the implicated lot. This sample was returned without a cannula, and upon examination, it was found that there was little or no adhesive in the hub of the device. The customer also returned two (2) add'l samples without any identified lot number. One (1) of these two samples had a loose cannula and little or no adhesive was visible in the hub of the device. Testing of retain samples: twenty (20) retain samples of the identified lot were tested for cannula pull out. None of the retains exhibited any indication that there was inadequate adhesive in the well and the results for all 20 samples fell within the mfg specs. Based on the results of the examination of the two (2) customer samples which confirmed the reported condition, a thorough investigation was initiated and is on-going. Regulatory compliance will continue to closely monitor the reported condition.

Event description:
The customer reported that after a venipuncture procedure, the retractable safety trigger was activated and the needle (cannula) separated from the device. The cannula stayed in the pt's arm and had to be removed manually. It was stated that this event occurred twice (2 times). There was no medical or surgical intervention required following this incident.